Manufacturer narrative:
Failure analysis for fiber 0010-2400-541a-1379: the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone at the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the distal tip of glass cap and metal cap are detached and not returned; the glass cap exhibits severe devitrification at the output window; the outer flow tubing open end exhibits signs of abrasions and crystal deposits. Based on device analysis, the potential for forward firing may exist. Probable root cause: based on the device analysis, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that at 175,554 joules of use and 38:59 minutes while using the side-firing surgical fiber during a prostate procedure, the fiber was observed to be "forward-firing". The fiber was replaced and the procedure completed using a second surgical fiber. Patient outcome: "no injury".